Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 365 mg/dl (system 1) and 166 mg/dl and 160 mg/dl (system 2). The customer had symptoms of hyperglycemia with feeling confused and dizzy. The home health nurse treated the customer with 30 units of novolog insulin. Return of the suspect device was requested for evaluation.